Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was 364 mg/dl. The customer had already changed the insertion site, infusion set and reservoir, but the alarm persisted. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated the tubing was not bent or kinked. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced per customer's request and recurring no delivery alarms. The customer agreed to return the product for analysis.